Manufacturer narrative:
(B)(4). Investigation - a review of the complaint history, device history record, instructions for use (IFU), quality control (qc, specifications and a visual inspection of the complaint device was conducted for the purpose of this investigation. The sheath was returned to assist in our investigation in a stretched and damaged condition. A visual exam of a provided image confirms the sheath to be in a damaged condition. Viewing of the returned product also appeared to have biological matter/ blood. It was also noted that the sheath was separated from the hub. Upon examination of the hub, there was shaft material visible inside the hub and still bonded to it. The point of separation was about 3 mm inside the hub. The returned shaft was 13cm in length and showed significant stretching and damage. There were 2 accordioned sections of the shaft. One from 4.0-5.5 cm distal to the proximal hub and one from 6.8 cm to 8 cm distal to the proximal hub. There was also a twist noted in the shaft at 8.0 cm. The shaft was bent at a 15 degree angle. No noncomformances related to this failure were found upon review of the device history record. Qc instructions are in place to verify for any noncomformances. The device is shipped with IFU which includes information on intended use, precautions, warnings, potential adverse events, and instructions for proper use of the device. Upon reviewing the complaint device, it is reasonable to suggest that high forces applied to the complaint device led to the eventual failure observed by the customer.

Event description:
During a peripheral procedure, as the wire was being pulled out of the device, the device shred when the .032 wire was being removed. It was reported that no portion shred or remained inside the patient. The patient did not require any require any additional procedures, nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During a peripheral procedure, as the wire was being pulled out of the device, the device shredded when the .032 wire was being removed. It was reported that no portion shredded inside the patient and no portion of the complaint device remained inside the patient. A section of the device did not remain inside the patient's body. The patient did not require any require any additional procedures, nor experience any adverse effects due to this occurrence.